Manufacturer narrative:
This report is submitted on june 15, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral antibiotics. The abutment was changed under a general anaesthetic on (B)(6) 2020.